Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, the patient underwent posterior fusion at cervical,thoracic and lumbar-iliac. On (B)(6) 2017, patient underwent removal surgery due to successful bone union. Intra-op, when the driver was used to remove the iliac screw at right cranial side, the driver could not withstand the torque because the iliac screw had been tightened strongly, and then the tip of the driver sheared off. No fragments were left inside the patient. No patient complications were reported. Patient issue has been resolved.

Manufacturer narrative:
Product analysis result: visual dimensional hardness microscopic visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.